Event description:
Patients rv lead was displaying an out of range shock impedance measurement less than 25 on home monitoring. Clinic to be advised to bring patient in for check. Patient historically has had impedance in the 60 ohm range. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.